Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a dissection occurred. The 90% stenotic and severely calcified lesion was located in a moderate to severe tortuous left circumflex artery (lcx). The lesion was predilated with a 2.5 x 20 mm balloon maverick balloon. The physician then inserted a taxus express2 3.0 x 24 mm stent, however, a dissection was noted in the entire left circumflex artery to the left main coronary artery. Consequently the taxus stent was never deployed. The procedure was aborted and the pt was sent to the floor. No follow up treatment was needed and the pt has been released from the hospital.